Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance trend on the rv (right ventricular) pacing lead was variable, resulting in the right ventricular lead integrity alert being triggered.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due oversensing. During the revision the physician found the helix was easy to extend. It could not be verified that the lead was not fixed properly. Therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the helix could be fully extended and retracted. Visual inspection found a tiny cut from the overlay tubing through the bi-lumen and the sense cable's coating and blood ingress into lead. According to the anomalies described in the event and due to the length of implant, the breach insulation is likely the cause for the electrical complaints and happened at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.